Manufacturer narrative:
The insulin pump passed functional testing including self-test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. Multiple boluses were program. All boluses were delivered and properly recorded in bolus history and daily totals. No unexpected blank display during bolus delivery or missing partial display noted during our testing. The insulin pump functioned properly. The insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the display screen is blank and the keys are hard to push. Customer also indicated that the screen is only a partial display and the screen goes blank during a bolus. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.